Event description:
The customer reported via phone call that the insulin pump alarmed no delivery. The customer did not know the blood glucose reading. The customer stated that she had wasted 4 infusion sets due to the no delivery alarms. She stated that the insulin pump alarmed no delivery during the prime process right after she had changed the infusion set. She was unable to troubleshoot at the time of the call, as this was a past event. The customer declined to return the used infusion set and reservoir for analysis. She was advised to replace the infusion sets and agree to return the unused infusion sets.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.